Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead pulled back and there was little to no slack and exhibited high pacing thresholds. The lead was surgically abandoned. No additional adverse patient effects were reported.